Event description:
It was reported that this pacemaker was unable to be interrogated. A magnet was placed but no response was observed. An electrocardiogram was performed and no pacing was observed, only the patients intrinsic rhythm. Boston scientific technical services (ts) was consulted and device replacement was recommended. Additional information was received that a replacement procedure will not be performed due to the patients advaced age. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this pacemaker was unable to be interrogated. A magnet was placed but no response was observed. An electrocardiogram was performed and no pacing was observed, only the patient's intrinsic rhythm. Boston scientific technical services (ts) was consulted and device replacement was recommended. Additional information was received that a replacement procedure will not be performed due to the patients advanced age. No adverse patient effects were reported. At this time, this device remains in service.further information was received that this patient experienced a syncopal episode. An electrocardiogram was performed and 4 second pauses were observed. The physician opted to implant a non-boston scientific device. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated. A magnet was placed but no response was observed. An electrocardiogram was performed and no pacing was observed, only the patients intrinsic rhythm. Boston scientific technical services (ts) was consulted and device replacement was recommended. No adverse patient effects were reported. At this time, this device remains in service.